Manufacturer narrative:
System analysis/service repair: the hps laser console was repaired in the field on july 27, 2017. The touch screen was found to not be responding correctly, causing the display to chose the wrong option when selection touched by the operator. The touch screen w/ top cover was replaced and the power detector calibration checked. The system was tested and verified to specification. The faulty touch screen w/top cover has not yet been returned and or analysis performed.

Event description:
It was reported that when depressing the (+) symbol on the touch screen display to increase the laser wattage from 80 to 100w during a procedure, the power dropped 20w. The greenlight pvp procedure was discontinued and the case was completed using an alternate surgical procedure (turp). There was no injury reported.

Manufacturer narrative:
Service in the field was performed on july 27, 2017. The replaced lcd with cvr was received at the manufacturer on august 09, 2017 and sent to the supplier. Product evaluation: the lcd with cvr was evaluated by the supplier. The lcd with cvr was returned as found; the unit was at revision d and it is not possible to upgrade as the lcd with cvr is no longer under warranty. The lcd was returned to the manufacturer and will be scrapped. Probable root cause: based on the analysis, the probable root cause of the failure is undetermined.

Manufacturer narrative:
Service was performed on july 27, 2017. The replaced lcd with cvr was received at the manufacturer on august 09, 2017 and was sent to the supplier.